Manufacturer narrative:
Pt age/date of birth: unknown/not provided. Pt gender/sex: unknown/not provided. A complete model number and catalog number are unknown/not provided. Serial#: unknown/not provided. Expiration date is unknown since the serial number was not provided. Implant date: if implanted, give date: unknown/not provided. Device manufacture date: unknown as the serial number was not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a surgeon explanted a zct lens due to the wrong lens power. The surgeon implanted another zct lens of a different power. Furthermore, the surgeon stated that the patient did well during the post-op visit and believes this event to biometry issue and not a problem with the lens.

Manufacturer narrative:
Device evaluation the device was not returned to t:he manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. The manufacturing record was not reviewed since the serial number is unknown. The complaint history was not reviewed since the serial number is unknown. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.